Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not power on. A field service engineer initially troubleshot the station but did not power on even after unplugging all auxiliary components and drawers. The station was powered on when the back panel was removed and noticed that drawer number two had no lights. Each board was tested using a fluke meter, and the faulty band board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the screen was black, and the data connection lights at the back of the device were not powered on. The customer reported that the malfunction caused delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.